Event description:
It was reported that an asymptomatic patient presented in clinic with device in back up vvi mode. Device was explanted and replaced. Patient was normal after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description : the reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated the device entered bvvi due to a power-on reset (por). The device was tested on the bench and using automated testing equipment, and no anomalies were found. The por could not be replicated in the laboratory and the cause of the por remains undetermined.